Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not specify any complaint about unit. Upon triage on (B)(6) 2018 the service tech found the unit has no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the service technician found the unit has no audio.¿ the unit was triaged and the reported condition was confirmed. The unit was switched on and it powered up with no audio. The unit was disassembled and evaluated. A capacitor, c169 which is a part of the audio circuit, was found dislodged. This was the root cause of no audio. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.